Event description:
The micro sagittal saw was returned for service. Upon evaluation at the MFR, it displayed a bias current error when connected to the console, signaling a run-on condition occurred within the device.

Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.